Event description:
Customer reported two leaks coming from the analyzer causing two puddles on the floor. Customer stated the leaks appeared to be water and were in the walkway in front of the analyzer. No discrepant results were generated and no operators were harmed.

Manufacturer narrative:
The field service rep determined broken gauge to be the cause and installed another gauge. He verified the pressure and that no leaks were present.